Event description:
A healthcare professional reported that while advancing or ejecting the lens, the surgeon noticed that the haptic was sticking out. As a result, the surgeon decided to implant a different lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.3., b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the surgery was completed on same day.

Manufacturer narrative:
Corrected information was provided in d.4., d,10, and h.6. On initial MDR the product eval code of 4119 was an error, hence removed and updated to 3331 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.